Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID d224trk, ICD, implanted: (B)(6) 2012; 5076-52, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged out of the coronary sinus. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.